Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overflowed. The following information was provided by the initial reporter. The customer stated: "customer reports that the tube is losing suction, causing it to overflow and have the incorrect blood/anticoagulant ratio."

Manufacturer narrative:
H.6 investigation summary material #: [ 363083] lot/batch #: [3016599] bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overflowed. The following information was provided by the initial reporter. The customer stated: "customer reports that the tube is losing suction, causing it to overflow and have the incorrect blood/anticoagulant ratio."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.